Event description:
It was reported that during a biliary stenting treatment procedure, the stent delivery balloon ruptured. The physician attempted to implant the express-biliary ld, pmtd, 6.0x40x75 cm stent from the right hepatic duct just above the common bile duct, partially overlapping a wallstent that had been implanted in the common bile duct last october. During inflation, it was noticed that the balloon had ruptured at approximately 1 cm from the tip of the balloon. It was reported that, "it is possible that the stent planted last october may have caused this incident, however, due to the ruptured balloon, it was unable to fully deploy the stent." The express-biliary ld, pmtd, 6.0x40x75 cm stent and the delivery system were removed together as one unit from the patient. The procedure was completed using another metal stent. No patient injuries or complications were reported. Patient status is reported as "good."